Event description:
In 2003, the hosp contacted the MFR reporting that when they transferred a pt on battery power to a different floor the pt's rate had dropped to 40bpm. The pt also had a yellow wrench alarm during this time. The nurse had changed the vent filter, put the pt into a fixed mode rate, took pt off battery power and put the pt back onto the power base unit. The nurse still could not increase the rate. The nurse replaced the controller and returned to normal. The controller is returning to the MFR for analysis. The pt remains ongoing on left ventricular assist device (lvad) support with the replacement controller.